Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition \ hypersensitivity"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, dermatitis allergic, psychological trauma, fatigue, alopecia, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, dermatitis allergic, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: treatment received for hypersensitivity, rash/skin condition. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test unspecified result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. New events dyspareunia (painful sexual intercourse), pelvic/abdominal, menorrhagia (heavy menstrual bleeding), hypersensitivity, rash/skin condition, psych injury, fatigue, hair loss, migraines, headaches, weight gain. She underwent full hysterectomy + bilateral salpingectomy (case became incident). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.